Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, provided pump reset information, and advised the customer to continue using the pump while instructing them to call back if the malfunction code recurred. The customer acknowledged and understood these instructions.